Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by moving the patient to another system. It was reported to philips that system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system displayed ¿emergency stop activated¿ and the geometry control (geo) module was found to be off, missing from the software devices list, and showing as red. Fse did reinstallation of the geo module software but the issue persists. On further troubleshooting, fse did visual inspection and found damage to the geo module, including a missing pan handle, broken housing, and strain on the cable. To resolve the issue, the fse reset the geo module cable and performed a warm start. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the emergency stop had been activated, preventing the system from booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.